Manufacturer narrative:
Alleged failure: in or 11, the signal went out and the ccu displayed an error message saying the camera was overheated. Restarted the ccu and plugged the camera back in. It worked for a while until the signal went out again and the e03 error message displayed on the ccu. The image came back up automatically but the e03 error remained on the ccu, and each time they took a picture from the camera head the ccu started beeping. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: root cause could be a known software bug that is currently being investigated. This occurs when quickly inserting and removing a camera head in under 3 seconds or booting up the device with a camera head attached and removing it during the boot up process. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.